Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were recorded on the device. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.